Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. Testing revealed that the imaging system functioned as intended as it passed all tests and passed the system checkout. No parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that connection to the navigation system was not active. On the navigation system screen there was an orange status line. 2d scans and 3d non-navigated scans could not be taken with the system. The site suspected there was a network connection issue. It was discovered that the ¿multi nav¿ option was enabled, but the user was not aware about said feature. Prior to computer replacement this feature was not in use. The user did not select the igs server, therefore connection to the navigation system was not working. The option for multi nav was disabled and connection from the imaging system to the navigation system started to work as intended; 3d navigated scans could be performed. There was no patient present when this issue was observed.